Event description:
It was reported that the pt's internal device could not establish lock with external equipment during initial stimulation. External equipment was exchanged; however this did not resolve the issue. Revision surgery will be scheduled.